Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("have daily pain in her groin") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 1999, the patient had essure (ess205) inserted. On (B)(6) 1999, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("daily pain in her hip"), back pain ("lower back daily pain"), tooth disorder ("have developed dental issues"), sleep apnoea syndrome ("sleep apnea"), abdominal distension ("excessive bloating especially to her stomach"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), increased tendency to bruise ("bruise easily"), feeling abnormal ("have brain fog"), menorrhagia ("heavy periods when she does get one"), dysmenorrhoea ("pain periods when she does get one"), menstruation irregular ("periods when she does get one (anyone's guess as to when these occur)"), headache ("headaches regularly") and dyspareunia ("if she does have intercourse its both painful during and after") and was found to have vitamin d decreased ("low in vitamin d") and blood iron decreased ("low in iron"). On an unknown date, the patient experienced device expulsion ("since insertion, have had the coil migrate to her uterus/migration"). The patient was treated with surgery (currently on a waiting list in a public hospital to get these coils removed). At the time of the report, the pelvic pain, device expulsion, arthralgia, back pain, tooth disorder, sleep apnoea syndrome, abdominal distension, irritable bowel syndrome, vitamin d decreased, blood iron decreased, increased tendency to bruise, feeling abnormal, menorrhagia, dysmenorrhoea, menstruation irregular, headache and dyspareunia outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, blood iron decreased, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, headache, increased tendency to bruise, irritable bowel syndrome, menorrhagia, menstruation irregular, pelvic pain, sleep apnoea syndrome, tooth disorder and vitamin d decreased to be related to essure (ess205). The reporter commented: consumer stated that has lost her living and essure has affected her relationship. She is currently on a waiting list in a public hospital to get an appointment to have the coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: regular tests which state she is not in menopause. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on 01-apr-2019. The most recent information was received on 12-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("have daily pain in her groin") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 1999, the patient had essure (ess205) inserted. On (B)(6) 1999, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("daily pain in her hip"), back pain ("lower back daily pain"), tooth disorder ("have developed dental issues"), sleep apnoea syndrome ("sleep apnea"), abdominal distension ("excessive bloating especially to her stomach"), irritable bowel syndrome ("irritable bowel syndrome (ibs)"), increased tendency to bruise ("bruise easily"), feeling abnormal ("have brain fog"), menorrhagia ("heavy periods when she does get one"), dysmenorrhoea ("pain periods when she does get one"), menstruation irregular ("periods when she does get one (anyone's guess as to when these occur)"), headache ("headaches regularly") and dyspareunia ("if she does have intercourse its both painful during and after") and was found to have vitamin d decreased ("low in vitamin d") and blood iron decreased ("low in iron"). On an unknown date, the patient experienced device expulsion ("since insertion, have had the coil migrate to her uterus / migration"). The patient was treated with surgery (currently on a waiting list in a public hospital to get the coils removed). At the time of the report, the pelvic pain, device expulsion, arthralgia, back pain, tooth disorder, sleep apnoea syndrome, abdominal distension, irritable bowel syndrome, vitamin d decreased, blood iron decreased, increased tendency to bruise, feeling abnormal, menorrhagia, dysmenorrhoea, menstruation irregular, headache and dyspareunia outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, blood iron decreased, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, headache, increased tendency to bruise, irritable bowel syndrome, menorrhagia, menstruation irregular, pelvic pain, sleep apnoea syndrome, tooth disorder and vitamin d decreased to be related to essure (ess205). The reporter commented: consumer stated that has lost her living and essure has affected her relationship. She is currently on a waiting list in a public hospital to get an appointment to have the coils removed. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: regular tests which state she is not in menopause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.